Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has to get the scs system removed in order to get an MRI. The patient reported that the device hasn¿t been working for quite a while. The patient reported that they have a tingling in their shoulders going down to the arms. The patient reported that this has been waking them up at night. The patient was unable to have the system removed earlier because they were taking blood thinners. No further complications are anticipated.